Manufacturer narrative:
Date of explant was not provided. The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported that the patient¿s device was removed. The manufacturer attempted to obtain additional information regarding the nature of the device removal, but none was available. There were no reports of device-related issues prior to the device removal.